Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that during a left eye (os) trabecular microbypass stent system procedure, the first stent was inadvertently implanted in the iris root due to difficulty with intraoperative visualization. Per report, the second stent was lost on the surgical tray; and the procedure was completed using a back-up device with two (2) stents "well implanted" in the trabecular meshwork (tm). The report noted that surgical technique and experience with the device contributed to the event. Through follow-up, it was reported that the procedure was in conjunction with cataract surgery, and the report reiterated that poor intraoperative view and surgical experience with the device contributed to the stent malpositioning. Postoperative visualization of the stents was described as two (2) stents well implanted, and the third stent sitting posterior in the iris root/ciliary body band (cbb). There was no report of adverse impact and the patient will continue to be monitored. Additional information has been requested.